Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report captures an additional device received by abbott vascular but not initially reported by the account. Returned device analysis showed it was used/ inserted but not deployed. No additional information has been provided at this time.

Event description:
Subsequent to the initial report, clarification was received: it was reported that suture placement in the calcified left common femoral artery (lcfa) was attempted using three prostyle devices using the pre-close technique via a 7f sheath prior to a transcatheter aortic valve implantation interventional procedure. Initial flushing of the marker lumen with saline prior to use was successful with all prostyle devices. Reportedly, during insertion of the first prostyle device, friction was felt and back-flow was not confirmed from the marker lumen. Foot deployment was not attempted, the prostyle device was removed and noted to be kinked at the beginning of the distal shaft. After running a femoral angiogram, stenosis and kinking of the lcfa was detected [pre-existing]. A second prostyle device was attempted; however, the same issue as with the first prostyle device occurred. A third prostyle device was turned a bit more than 30 degrees to get another angle and deployed at approximately 45 degrees; however, when the plunger was removed no suture was visible between the needle and the handle. A fourth proglide (additional device received) was advanced but not deployed as the sheath was kinked. No vessel damage was noted. A non-abbott device was used and manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
The device was returned for analysis. The reported kink was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: device code 3190-insufficient information-n/a was removed. Patient code 4648-insufficient information was removed.